Manufacturer narrative:
Reported event of difficult to remove lead and failure to remove set screw from header were confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis revealed the right ventricular set screw was stripped due to improper insertion of the torque driver into hex cavity and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Further analysis found no anomaly contributing to reported event of capture problem. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
Related manufacturing report number: 2017865-2023-40489. During an in-clinic follow up, failure to capture was observed on the right ventricular (rv) lead. During the revision procedure, it was not possible to remove the lead from the header of the device. The lead was capped and a new lead and device were implanted to resolve the event. The patient was stable.